Manufacturer narrative:
The investigation of the pictured device was completed by the failure analysis lab on december 13, 2021. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant, developed capsular contracture and granuloma. Upon the visual evaluation of the image provided in the complaint, the implant was observed ruptured. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV, granuloma, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast augmentation revision surgery with two 250cc mentor memorygel breast implants experienced rupture on implant which was complicated with granuloma on the left side confirmed by imaging study on (B)(6) 2020. Based on nonspecific and very limited information about the reportable event we can assume that the patient report rupture on the left implant since granuloma was reported on the left side and confirmed by imaging study on (B)(6) 2020. It was also reported that the patient has experienced bilateral capsular contracture baker grade IV post procedure, as a result, patient has a planned explantation on (B)(6) 2020. This medwatch form is for the left breast prosthesis.